Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was possible to observe that the clip wings were outside of the capsule windows, indicating that the first activation had been performed. Additionally, from the position of the handle, it is possible to determine that it was fully activated. Microscope examination was performed, and it was noted under high magnification that the clip assembly was only partially separated from the bushing, indicating that there was a deployment failure. Additionally, x-ray analysis was performed, and it was possible to observe that the yoke was detached from the control wire. Dimensional examination was performed to further analyze the deployment issue, and the yoke diameter measurement was confirmed to be within specification. A dimensional analysis was also performed on the hooks of the bushing, and both sides were confirmed to be within specification. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a resolution clip device on (B)(6) 2020. Investigation results revealed that the device experienced a deployment failure, as the device was fully activated and the yoke was detached from the control wire, yet the clip assembly was only partially separated from the bushing; therefore, this is now an MDR reportable event. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.